Event description:
Pt reported that she experienced a problem with the up button about 3 days ago. Pt stated she reversed the screen and then on (B)(6) 2010 while she was sleeping the infusion device started to make sounds and vibrations. Pt reported she woke up and found the infusion device was trying to deliver a bolus, but couldn't actually make it and reset itself. Pt stated she immediately switched to her backup infusion device. Pt reported the infusion device didn't show any alarm code on the display; just sounds and vibrations. Pt stated while she was copying the basal rate from the primary infusion device to her backup device, the device reset itself continuously and she had to change the battery. Pt reported the button's plastic cover is crumbling. Pt stated her blood glucose readings are under control. On call back to the pt she stated the infusion device went into the bolus standard menu by itself while the bolus quantity remained at 0.0 and after a few seconds it came back into the basal delivery mode. Pt reported she thinks this problem is due to something (water or sweat) that entered through the buttons' plastic cover. Pt stated the plastic cover has a hole. No further info is available. No physiological effects were reported. The pt did not require assistance from healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in supplemental report. No product will be returned for evaluation.